Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the non-boston scientific right atrial (ra) lead, measuring greater than 2000 ohms. In addition, noise was oversensed which resulted in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) discussed reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.